Manufacturer narrative:
Additional information received: it was reported prior to patient death the patient suffered a mechanical fall complicated by head trauma responsible for multiple acute sub-dural hematomas during a rehabilitation stay. The patient was hospitalized from (B)(6) 2023 until (B)(6) 2023. On (B)(6) 2023 while in rehabilitation the patient presented with a sudden worsening state of alertness on an increase in subdural hematomas, ventricular flooding and a mall effect. The patient was then commenced on comfort care. The site updated their assessment of the acute subdural hematoma as not procedure related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c82ee, serial/lot #: (B)(4), ubd: 25-jun-2022, UDI#: (B)(4) ; product ID: etlw1624c82ee, serial/lot #: (B)(4), ubd: 24-feb-2023, UDI#: (B)(4) ; product ID: etlw1620c82ee, serial/lot #: (B)(4), ubd: 07-sep-2022, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during a re-intervention for the treatment of a type ib endoleak on an unknown device. It was noted the procedure was completed as planned, the stent graft was patent and no endoleak was observed after the re-intervention. It was reported that approximately 1 year and 4 months post index procedure, the patient suffered  from an acute subdural hematoma r esulting in hospitalization. The patient was discharged 8 days later. The patient is reported to have expired 15 days after days after being admitted to the hospital. The site assessed the acute subdural hematoma as not device related. No procedure relatedness a ssessment was provided. There was no cause of death or relatedness assessment provided. No additional sequelae was provided and the patient is expired.